Manufacturer narrative:
Other, other text: additional information: a1, b5, and h6 ( health code) device evaluation: one cadd solis vip pump was returned for analysis. A disposable cassette was attached for tests which passed. It was recommended to replace the downstream sensor for prevention.

Event description:
Additional information was received indicating that there was no patient involved.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly alarm when cassette was detected. No adverse effects were reported.